Manufacturer narrative:
The device was received with severely scratched display window, cracked case at display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with receiving warning of accidental button pushing on their insulin pump. The customer's blood glucose level at the time of incident was 124mg/dl. The device is being replaced and returned for analysis.